Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed an elevated shock impedance one month post implant. An invasive procedure was performed during which a loose setscrew was found. The setscrew was tightened and the problem appeared to be solved. Since this procedure, the shock impedance has become elevated again.